Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the audio button has been intermittently unresponsive and requires harder button presses to obtain a response for the past couple of months. He also stated that the up arrow button has also become intermittently unresponsive. The pt noted that the buttons click and spring back as expected. He denied physical damage to the rubber keypad, and stated that the pump is exposed to water when showering.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. All buttons were found to be responsive to button presses during the testing. During investigation, the up arrow and the contrast button key contacts were observed to be misaligned. It was observed that all button key contacts click and spring back as expected. There was evidence of keypad adhesive found under all key contacts.